Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing reservoir tube o-ring, cracked reservoir tube lip and serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there was a crack in case. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.